Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the glue of the bending section was heavily damaged due to the stress by the reprocessing however could not find the damage of the cover glass of the distal end. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection of the subject device, the glue of the bending section and the cover glass of the distal end were damaged. There was no report of patient injury associated with the event.